Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that approximately seven days after intra-aortic balloon (iab) therapy was initiated a "check iab catheter" was generated and blood back run was noted on the rear seal. Therapy start date was (B)(6) 2017. Iab was removed and iab therapy discontinued. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter. The male luer from extracorporeal tubing was cut and returned. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 0.51cm from the rear seal measuring 0.03cm in length. Three kinks were found on the catheter tubing approximately 74.9cm, 75.9cm and 76.5cm from the iab tip. The evaluation could not confirm the reported alarm, check catheter & leak, blood in tubing problem. The reported alarm, check catheter & blood in tubing was most likely triggered by a leak which was found on the membrane and the kinks on the catheter tubing. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that approximately seven days after intra-aortic balloon (iab) therapy was initiated a "check iab catheter" was generated and blood back run was noted on the rear seal. Therapy start date was (B)(6) 2017. Iab was removed and iab therapy discontinued. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that approximately seven days after intra-aortic balloon (iab) therapy was initiated a "check iab catheter" was generated and blood back run was noted on the rear seal. Therapy start date was (B)(6) 2017. Iab was removed and iab therapy discontinued. No patient injury was reported.